Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. According to the investigation, error 1870 code was duplicated during motor run testing and this issue was caused by the pump faulty motor. Service's replaced the pump faulty motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "lec1870 ". No reported adverse effects.